Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. The assessment found an occurrence of a single defect in the subassembly lots utilized that may have caused or contributed to the reported issue. However, these were within the acceptable quality limit (aql) per our finished product specifications. No pledget or missing/separated/pulled out string defects were found during finished product inspection. We closely monitor the field performance of this product. A cluster assessment found no similar or related complaints for the reported lot. Complaints which are serious in nature are reviewed on a weekly cadence or for due cause to provide visibility and escalation. Complaints are also monitored for trending during our personal care complaint review process on a monthly cadence where a cross-functional team meets to review complaint trends, medical device reports (us and (B)(6) ), and complaint-related corrective actions.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated by email that during removal a tampon came apart and pieces remained inside. There have been three attempts (10/23/2017, 10/30/2017, and 11/06/2017) to contact the consumer for more information, but we have not been successful.